Event description:
There is a subq hole in the catheter.

Manufacturer narrative:
The complaint was confirmed. There was a slit in the tubing just proximal to the surecuff. It appears that the slit was caused by a sharp instrument. There were sharp edges in the tubing around the slit and the surface of the slit was glossy, which are typical characteristics of sharp instrument damage. The catheter may have been inadvertently punctured at the time of insertion. This appears to be a user related issue. No manufacturing defects were found on the complaint sample.